Event description:
Prior to the procedure it was noted that the product inside the package was a different size than what was indicated on the product label. No patient injury or complications were reported.